Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis, it was noted that the device did not start up correctly when powered on and that its display was defective. The device was checked, cleaned and calibrated and it then passed all tests on the automated test system. (B)(4).

Event description:
The external pulse generator was returned with no reason given and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.